Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a total vaginal hysterectomy and bilateral salpingo-oophorectomy due to cystocele. The patient experienced abdominal pain, mesh erosion, urinary tract infection, heavy bleeding, pelvic pressure, spotting, back pressure, soreness around vaginal area, and urinary incontinence and vaginal scarring. It was reported that patient underwent excision of vaginal lesions on (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent excision of erosion of vaginal tape/vaginal lesion on (B)(6) 2011 due to vaginal lesion. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse, stress urinary incontinence and a sling was implanted. It was reported that due to pain, mesh erosion and infections, patient underwent partial mesh removal. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.